Manufacturer narrative:
B3: date of event is unknown. The suspected device was returned for evaluation. Review of the event history log (ehl) showed a "no disposable" alarm was recorded in the event log several times. No discrepancies related to the complaint were found during visual inspection. During the functional testing, the customer reported issue was not confirmed. The root cause of the event was unable to be identified because no reported issue was replicated in the device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported frequent cassette dislodgement alarms occurred during patient use at patient¿s home. There was no patient harm or adverse event reported.